Event description:
It was reported that the pt experienced a shocking or jolting sensation. The pt was "zapped" while working on the motor of a small boat. The pt felt the "zap" in both of his arms and both legs. It was also noted that the pt often fell. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).